Manufacturer narrative:
D4 - expiration date, d4 - primary UDI number, g1 - contact office zip code, and h4 - device mfg date: correction h6. Codes: updated. The investigation of the complaint was limited as no physical sample was returned; however, the customer provided a photo of the affected product. Based on the provided photo, the complaint was confirmed, the pilot balloon was detached. This issue had been previously escalated and addressed. Corrective actions have been successfully implemented. The reported lot number was manufactured prior to the implementation of all corrective actions. No recurrence has been observed in lots manufactured after the full implementation.

Event description:
It was reported that the balloon came loose after 10 days of use. There was patient involvement and no reported harm.

Manufacturer narrative:
H4: manufacture date are unknown, no information is available based on reported lot number. B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.